Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the needle was difficult to connect to the unspecified bd¿ syringe during use and insulin leaked from it as a result. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported [customer reported needle was not securely attached to the syringe and insulin leaked out of the neck of the syringe. Customer requested a replacement as due to the loss of insulin she won't be able to use her cartridge for the full amount of days labeled.]".